Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm during dwell three of five on a homechoice (hc) machine, it was reported that solution was leaking from a broken transfer set. The home patient (hp) noticed during troubleshooting that the white twist clamp of the transfer set seemed to be broken and the insides looked like they were trying to come out of the set. The technical service representative (tsr) assisted the hp to manually drain and then to end therapy. During follow up, it was reported that there was nothing wrong with the hp's catheter and a new transfer set was put in place. Since this event, therapy has been going well. No patient injury or medical intervention was indicated in association with this report. No additional information is available.